Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue of leakage of blood from end of tubing and above the connector directly. The following information was provided by the initial reporter: today during my observation in the blood collection room to check pbbcs 23g lot no. 8283766 ,we found the same incident of leakage but with different lot no 8283765 in two patient, 1 pediatric case & 1 geriatric case, leakage of blood from end of tubing and above the connector directly. This incidents its happened with different phlebotomist.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue of leakage of blood from end of tubing and above the connector directly. The following information was provided by the initial reporter: today during my observation in the blood collection room to check pbbcs 23g lot no. 8283766 ,we found the same incident of leakage but with different lot no 8283765 in two patient , 1 pediatric case & 1 geriatric case, leakage of blood from end of tubing and above the connector directly. This incidents its happened with different phlebotomist.

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue of leakage of blood from end of tubing and above the connector directly. The following information was provided by the initial reporter: today during my observation in the blood collection room to check pbbcs 23g lot no. 8283766 ,we found the same incident of leakage but with different lot no 8283765 in two patient , 1 pediatric case & 1 geriatric case, leakage of blood from end of tubing and above the connector directly. This incidents its happened with different phlebotomist.